Event description:
It was reported that a female patient underwent a revision breast augmentation with a 200cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The diagnosis was confirmed based on ultrasound. As a result, the patient underwent removal and replacement with a 200cc mentor memorygel breast implant (catalog #: 3502004bc, right serial #: (B)(4)) on (B)(6) 2021. The patient' dob was estimated as (B)(6) 1979 based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with a 200cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The diagnosis was confirmed based on ultrasound. As a result, the patient underwent removal and replacement with a 200cc mentor memorygel breast implant (catalog #: 3502004bc, right serial #: (B)(4)) on (B)(6) 2021. The patient' dob was estimated as (B)(6) based on available information.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the analysis was completed based off of a photo that was provided. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9-feb-2022, the suspected medical device was returned for evaluation. On 17-feb-2022, the investigation on the suspected medical device was completed. Investigation summary : mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed a tear on the anterior view measuring approximately 2.2 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Manufacturer's reference number: (B)(4).